Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2016 with a bifurcated and limb stent graft. Subsequently, the physician noted on (B)(6) 2016 a type 1a or type 1b leak with sac growth. The leaks were not officially determined, but the same day, the physician decided to implant a limb stent graft to seal the leak. The patient was fine after procedure.